Event description:
It was reported that the patient was having low flow alarms. Log files confirmed low flow alarms. The patient was not on coumadin (warfarin) due to them being a bleeding risk after receiving gamma knife therapy in (B)(6) 2021. An echocardiogram (echo) was performed that revealed septum bowing to the right and a dilated left ventricle. A computed tomography angiogram (cta) was performed that did not reveal any definitive evidence of thrombus. The patient underwent a pump exchange for suspected pump thrombosis. Thrombus was confirmed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of the returned device. Although a specific cause for the observed thrombus could not be conclusively determined, the deposition could have contributed to the report of low flow alarms, which were confirmed through the evaluation of the submitted log files. (B)(6) was returned assembled with the pump cable severed approximately 7.5 inches from the pump header. Approximately 18 inches of the distal portion of the pump cable was returned attached to the modular cable. Approximately 5 inches of the sealed outflow graft was returned detached from the pump cover outlet port. The bend relief was disengaged from the graft attachment, and the outflow graft clip was not returned with the device. The apical cuff was not returned. Upon disassembly of (B)(6), examination of the lumen of the inflow cannula revealed a white, well adhered, tissue-like deposition obstructing the blood flow path at the distal end. The structure of the thrombus formation suggested that it developed within the distal-end of the inflow cannula over an undetermined amount of time while the pump was supporting the patient. Although a specific cause for the observed thrombus formation and a duration for which it was present within the pump could not be conclusively determined through this evaluation, the deposition was obstructing a significant portion of the blood flow path in this location and could have contributed to a decrease in blood flow through the device, resulting in the reported low flow alarms captured in the submitted and retrieved log file data. Examination of the remaining blood-contacting surfaces within the returned device revealed a normal thin biological lining in the pump outflow. Further examination revealed that coagulated blood was found in the outflow graft, this was likely due to blood remaining in the device post-explant. Further examination of the device revealed no further evidence of any developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Evaluation of the lvad event and periodic log files retrieved from (B)(6) revealed persistent low flow events on 14jun2022 and 15jun2022. These events appeared consistent with the submitted log files that showed an overall gradual decrease in flow with low flow alarms triggered on 14jun2022 and 15jun2022. The findings from the retrieved and submitted log files are consistent with the reported events, and the finding of an occlusive deposition within the inflow cannula. Despite the observed decrease in flow, the pump appeared to have functioned as intended throughout the duration of the data. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the hm3 lvas. The patient care and management section provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values, as well as suggested anticoagulation modifications. The hm3 IFU and patient handbook (rev. D) contain a section entitled ¿caring for the driveline.¿ this section provides information on driveline care and cleaning. No further information was provided. The manufacturer is closing the file on this event.